Event description:
The customer reported to olympus the colonovideoscope had a fluorescent pink foreign material in the channel of the scope that they are unable to remove. The issue was found during reprocessing.

Manufacturer narrative:
The device was returned to olympus and an evaluation is anticipated but has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that proper reprocessing could not be done because of physical damage on the device. Investigation also revealed that the foreign material was a chewable simethicone tablet that was red/pink in color that patients were instructed to take with their preparation the day before procedure. The events can be detected/prevented in accordance with the following instructions for use: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.